Event description:
It is reported that the articular surface provisional shims were found to be missing ball bearings.

Manufacturer narrative:
Eval summary: the investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persons tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on december 11, 2014. Reference z-1052-2015. Visual examination of the returned product confirmed that one or both ball bearings and their associated springs were missing from persona tasp shim, 10mm cd, 11mm cd, 12mm cd. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. However, no visible evidence of product abuse is present.